Event description:
Pt alleges receiving breast implants on an unknown date and of an unknown MFR, as replacements. Pt states, "I go in once a year to my dr for a procedure to release that scar tissue that builds up around the implants." Reference mw072401.